Event description:
PICC placed on friday, all went well, but no blood return. Pulled catheter out a bit and met with resistance, no blood return. The nurse felt the catheter was curled in the arm, so they removed the wire (which came out easily) then sent the pt to ir. Under fluoro, ir removed the PICC line, but noticed that a piece of the wire was left inside the pt's subcutaneous tissue. The wire was located above the antecubital. Unfortunately, ir was not able to remove the wire and the pt had to go to the or for surgical removal. Pt is well and both the wire removed form the pt and wire at the bedside have been retrieved.

Manufacturer narrative:
The complaint was confirmed. There was a complete circumferential tear in the shrink tubing and the polyimide tubing at the junction between the core wire and the magnet, which separated the distal 2.1 inches of the stylet from the remainder of the stylet. The magnets remained intact within the detached section of the stylet. It is possible that the tear was initiated when the stylet was flexed or kinked at the junction between the core wire and magnet, which causes the distal tip of the core wire to puncture the tubing. No mfg defects were noted on the complaint sample.